Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 46 cm proximal to the lead tip. Only the distal fragment was received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.